Manufacturer narrative:
As reported, one month post implant of galaflex lite, the patient breasts were asymmetrical. Based on the information provided, no conclusion can be made. Review of manufacturing records shows product was manufactured to specification. Note, the date of event is estimated as (B)(6) 2022 based on the available information. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2022, the patient underwent bilateral breast augmentation with implant removal/replacement and a mastopexy during which a segment of galaflex lite was implanted at the lower pole and approximated with sutures. It was reported that about one-month post-implant, the patient's breasts were asymmetrical and ¿do not look good.¿